Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was observed. The physician decided to implant an endurant cuff; however, the endoleak did not resolve. The physician stated that significantly challenging patient anatomy was the cause of the proximal type I endoleak. No clinical sequelae were reported and the patient is fine.